Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of the issue with powerled 700sf video lighthead - k3 surgical light. The unit with catalogue number ard568370900 and serial number (B)(6). The device was manufactured on 21st september, 2011. The preventive maintenance on the device was not performed by the getinge. As it was stated the light head was detaching from the arm of the device. The finding of detaching appears to be related at first with the gap between the fork and the light head. The gap between the fork and the light head was caused by a loosening of the bracket fixing screws over a long period of time due to a lack of thread-locking patch on 3 screws in production line what is considered as isolated case. As a consequence it led to the complete loosening of the screws and detachment of the light. We decided to report in abundance of caution as this kind of malfunction could lead to serious injury. It was established that when the event occurred, the surgical light did not meet its specification as connection between fork and headlight was loose and it contributed to event. We have received the information that when the event occurred, the device was not used for patient treatment. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. To prevent any safety issue the user manual mentions to check the light heads for chipped paint, impact marks and any other damage and to perform yearly preventive maintenance. We believe that all remaining devices are performing correctly in the market. Given the circumstances and after our review of complaint ratio behavior of this nature, we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer's reference number (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
Additional information will be provided upon results of investigation. Device not returned to manufacturer.

Event description:
On 4th of november 2020 getinge became aware of an issue with one of our surgical light ¿ powerled. As it was stated the light head of the device was not properly fixed on its fork and there was a possibility of light head detachment. There was no injury reported however we decided to report the issue based on the potential as a light head falling down might led to serious injury or worse.